Manufacturer narrative:
The investigation is still ongoing. The manufacturer will submit a follow up report when the investigation is complete.

Event description:
The manufacturer received information alleged an oxygen cylinder became disconnected from the ultrafill device. There was no allegation of harm or injury reported.